Manufacturer narrative:
Event date: (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo IV solution set would not flush. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, pressure, and clear passage testing were performed with no issues noted. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.